Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while filling the cartridge with insulin. The syringe needle was changed and the cartridge was successfully filled. Due to the customer changing the pump settings, the customer inadvertently entered the incorrect value in the pump for a bolus and 10 units of insulin were inadvertently delivered to the customer. Customer consumed carbohydrates to correct for the over delivery. Customer's blood glucose elevated to 400 mg/dl due to the carbohydrates consumed and customer delivered a bolus to correct for the elevated bg.